Event description:
The customer reported that while the unit was in use on a pt, the customer changed the timing on the pump and the unit stopped pumping. The unit failed to start pumping again. The pt was switched to another unit and therapy was continued.